Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 (phosphorus) on a cobas 6000 c501 module. The customer noted that controls for phosphorus and one other test are initially outside of range high when initially processed and when repeated, they recover within range. No questionable results were reported outside of the laboratory. The patient sample initially resulted in a phosphorus value of 24.2 mg/dl accompanied by a data flag indicating a calibration error. The sample was repeated, resulting in a phosphorus value of 3.1 mg/dl accompanied by a data flag indicating a calibration error. The repeat result agreed with the patient's clinical symptoms.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer decontaminated the water line for the wash station. The wash levels were adjusted and the incubation bath was cleaned. The gear pump pressure was adjusted. The reagent and sample syringes were cleaned and the syringe seals were replaced. The container for the mixer was cleaned. Nothing abnormal was observed. The investigation is ongoing.

Manufacturer narrative:
The last phosphorus calibration occurred on 08-jul-2024 and there was a calibration error. A general reagent issue can be ruled out. A review of cell blank data showed no abnormal cells. Photometer check results were ok. The field service engineer replaced the sample probe. After probe replacement, hardware check results were ok. The investigation determined the service actions resolved the issue. The issue is consistent with a hardware or a maintenance related issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.